Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated by the service technician during the functional evaluation. Upon disassembly, the technician observed no failures that would lead to heat. Based on a review of previous similar events, a damaged rotor or bearings may cause or contribute to heat; however, this was not confirmed. Preventative maintenance was performed on the device and it passed the final inspection before it was returned.

Event description:
It was reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.